Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned therefore analysis cannot be performed. Based on the information available it is probable that the delivery wire break occurred during handling of the device at the preparation stage. Therefore a root cause of handling damage has been assigned to this event.

Manufacturer narrative:
Device disposed of by facility.

Event description:
It was stated that the proximal end of the delivery wire for the target coil fractured off and was in the introducer sheath. This occurred during preparation and there was no patient involvement.

Event description:
It was stated that the proximal end of the delivery wire for the target coil fractured off and was in the introducer sheath. This occurred during preparation and there was no patient involvement.